Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked j2/lcd keypad connector noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump had a button error. The act button was almost unresponsive and was uneasy to press. The customer¿s blood glucose during the incident was unknown. The customer also stated that there was no significant event leading to the keypad issues. The customer will keep using the device until a replacement arrives. The insulin pump will be returned for analysis.